Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that post-operative radiographs reveal that a fractured portion of the tibial articular surface inserter remains implanted in the joint space. The patient has chosen not to have surgery to remove the retained fragment at this time.

Manufacturer narrative:
Visual inspection confirmed that the tip of the inserter and hook is fractured off and not returned; the metal piece is retained in the patient's body. The device appears to be scuffed and worn. Hardness test was performed on the device and found device to be within specifications. Dimensions were found conforming to print specifications where measured. This device is used for treatment. Medical records were received. Review of primary operative notes indicated no evidence of complications. It was reported that presence of a metal piece is clearly visible in the radiographic image. Investigation identified that the supplier's heat treat validation for this material was insufficient and the defined heat treat process per the applicable engineering specification was not properly executed for this part number. Notices were distributed on 11/25/2014 to recall all persona articular surface inserters manufactured by this supplier from the field, per z-1042-2015.